Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap came off completely during the priming process. The patient's blood glucose at the time of incident is unknown. The customer did not know how the damage occurred. The patient was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.